Manufacturer narrative:
The reported events were lead dislodgement and foreign material (steroid plog) found in the helix. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length was measured within specification. Examination of the helix region showed that the steroid plug was missing/not returned with the lead as received. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the right atrial (ra) lead was dislodged. During attempted revision, foreign material was noted in the helix of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.